Manufacturer narrative:
During supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced 1st degree heart block with prolongs pulse rate (pr) interval treated with isuprel. The patient was admitted overnight for observation and potential permanent pacemaker. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
During supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced 1st degree heart block with prolongs pulse rate (pr) interval treated with isuprel. The patient was admitted overnight for observation and potential permanent pacemaker. It was reported that when ablating in the coronary sinus, the patient went into 1st degree heart block with a prolonged pr interval. Isuprel was given and the patient will stay for observation overnight. The physician will evaluate the patient in the morning for a potential permanent pacemaker. The physician¿s opinion on the cause of this adverse event was abnormal anatomy, and difficulty seeing signals due to arrhythmia. The intervention provided was the procedure stopped, the patient was monitored overnight, and conduction system recovered. The outcome of the adverse event was improved. The patient was kept overnight for observation. The energy source used when the adverse event occurred was radio frequency (rf).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).